Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (does not power monitor / faults while charging) was confirmed. As received, the battery was unable to power a monitor and was producing faults while charging. Upon evaluation, the battery cells had output voltages of 1.556v, -0.555v, and 1.481v. The cause of the inability to power a monitor and charge properly is the low output voltage at one of the battery tri-cells. The root cause of the low output voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power a monitor and was producing faults while charging.